Event description:
The customer reported the recalled/saved image differs from the image displayed on the thumbnail. The recalled image, however, maintains the correct anatomical pt and procedure and there is no mismatch of images between different pts. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the hard drive needed to be replaced. No conclusion can be drawn as repair information is not available.